Manufacturer narrative:
Pump received with broken reservoir tube lip, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported customer called in to report loose reservoir ring. The customer does not know how it happened. The customer states the pump has cosmetic damage. The customer states the infusion set does not show signs of damage. The customer states the reservoir does not show signs of damage. Inquired if due to reported damage to reservoir compartment/lip/ring if the reservoir is unable to lock in place when inserted into pump. The customer does not know. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per physician instructions.